Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported she began the trial on (B)(6) . The patient stated she was feeling pain and it was making her irritable bowel syndrome worse and she had to go straight to the bathroom with spasming. The patient was also experiencing itching. There were no traumas or falls related to the issue. The patient stated she had only peed five times since monday. The patient stated it had gone from going way too much to not enough. The indication for use is unknown.